Manufacturer narrative:
The alleged issue of the user falling from the bed and fracturing their neck could not be confirmed, and the underlying cause could not be determined. The exact details and severity of the alleged injury could not be determined. It was unclear what if any treatment was received for the alleged injuries. Insufficient information was available to determine what, if any malfunction of the device occurred. No bedrails were in place as the facility does not allow their use. Based on the available information no return is expected at this time. This bed was manufactured in september of 2009 making it over 10 years old which is beyond the end of life of 7 years.

Event description:
The reporter stated the user fell out of the bed resulting in a broken neck.